Manufacturer narrative:
Date of event is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0 mm drill bit is becoming dull. There is no other information provided. This report is for a drill bit ø2 w/double marking l140/1153. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 323.061, lot# l710192. Manufacturing location: bettlach, release to warehouse date: jan 12, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the during the procedure on (B)(6) 2018, 2.0mm drill bit was noted to be duller than in the past. As per the surgeon, it does not cut as it used to. Reportedly, procedure was completed successfully with no delay. Patient outcome was not reported.